Manufacturer narrative:
Analysis of the pump (sn (B)(4)) found no anomaly. Interrogation of the pump during analysis revealed the pump was used to deliver baclofen.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Information was now updated to reflect the accurate pump. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was further reported that the patient was now "ok" however, no further information was available at this time. An additional attempt was made to obtain further information. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pump leaked and subsequently it was replaced. It was unknown if any diagnostic testing and/or troubleshooting occurred or what caused the issue or if it was resolved. It was unknown if the patient experienced any symptoms. It was also unknown what medication this device system delivered at the time of the event. Additional information was requested to clarify the reported details, troubleshooting, patient symptoms, medication and the current patient status. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4).